Event description:
It was reported that during a routine follow up, upon interrogation the pulse generator exhibited premature elective replacement indicator. The device was explanted. The patients condition was good post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).